Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed full depletion of the patient¿s external batteries. Additionally, a specific cause for the patient¿s infection could not conclusively be determined. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. The log file showed no external power events on (B)(6) 2019 due to the patient depleting their external batteries. The absence of external power to the system led to the activation of the emergency backup battery (ebb) until power was ultimately restored at 2:44:37 am. No other atypical alarms were captured and the pump operated above the low speed limit. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU also provides information regarding how to prevent infection. The hm3 lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced power failure and passed out on (B)(6) 2019. The patient may have been off the pump for 48 minutes. Log file analysis did not capture any pump off events. It appears the patient fell asleep on battery power on (B)(6) 2019 and drained the 14 volt external batteries, causing the emergency backup battery to operate the system until adequate power was restored. It was additionally reported that the event was due to the patient falling asleep on battery power and the batteries died. The patient awoke to alarms and was able to change batteries but then was displaying altered mental state and was transported to the hospital. Workup for stroke was negative but the patient was found to have bacteremia. The patient was prescribed antibiotics. The driveline site was reported to be clean with no sign of infection. Gastroenterology consulted for suspicion of ischemic colitis and agreed this is etiology but deferred to perform colonoscopy as patient had one done fairly recently and this would not alter the treatment course. Inr was reported to be 1.3 and was bridged with heparin while awaiting return to therapeutic. No further information was provided.